Event description:
At the completion of the endoscopic saphenous vein harvesting procedure, the c-ring cradle detached while the uniport plus was being removed from the leg. An incision was made to retrireve the detached component. No additional patient complications were reported by the hospital.